Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer will reach out to their healthcare provider regarding a backup method of insulin therapy.